Event description:
The customer reported the system is displaying a touch screen error message and will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, cpu, and system interface board. System operates as intended. This MDR is related to ge healthcare (B)(4).